Event description:
Meter had missing segments in the display. Patient was feeling shaky, took glucovance 500 mg, and went to the hospital because patient could not see complete results on the meter due to missing segments. A result of 310 mg/dl was obtained on the hospital device and the patient was given insulin. Patient did not know the insulin dosage given. The patient took patient's oral diabetes medication and went to the hospital because patient could not see complete results on the meter. Though patient had taken oral diabetes medication, patient's blood glucose level remained elevated at the hospital and patient was given additional insulin. There is no indication that patient experienced injury or medical intervention due to the meter. The customer care representative confirmed that the meter display had missing segments. Based on the missing segments in the meter display, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.